Event description:
It was reported by a user facility that a patient sustained blisters and hypopigmentation to the ankles following treatment with a lumenis lightsheer duet laser. It was further reported that the patient sought medical advice from their personal physician who concluded the burns were second degree and placed the patient on antibiotics. Furthermore; the user facility stated that the patient had healed.

Manufacturer narrative:
Lumenis investigated the reported event contacting the user facility to obtain patient treatment settings and patient photographs which were provided by the facility. A review of subject device service records concluded that the subject device had been examined on an annual basis by a lumenis technical expert and that no related device malfunction had been reported or observed at the time of the alleged adverse event. To the best knowledge of lumenis, the device remains in use at the user facility. A lumenis healthcare professional evaluated the provided treatment settings and patient photographs concluding the settings were aggressive based on common medical practice and device labeling. Furthermore, the professional stated "residual tanning and was noted by operator. Despite this, use too high et fluence on a bony area which reflects and heats even more".